Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event were there any concomitant procedures performed? Patient symptoms manifestations ((location, severity, appearance, systemic or local reaction) how was the perforation diagnosed? What was the size and location? Pictures available? Were there any other complications during the procedure? Were any abnormalities noted prior, during, or after the procedure? Was there any surgical intervention required to repair the perforation? Please describe was any anomaly of the device identified? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2013 and the mesh was implanted. It was also reported that five days after the procedure, the patient presented with a bowel perforation. It is unknown how this was treated. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: date of initial surgical procedure (B)(6) 2013 the diagnosis and indication for the initial surgical procedure? - stress urinary incontinence what were current symptoms following the index surgical procedure? Onset date? - unknown. Surgeon kept patient overnight for observation. Noted she did perforate the bladder during placement of the sing. - 5 days post-op from initial surgery was discovered bowel perforation. Product code and lot # - tvtrl lot# unknown how was the perforation diagnosed? What was the size and location? Pictures available? - perforation diagnosed at (B)(6) 5 days post-op. Were there any other complications during the procedure? Were any abnormalities noted prior, during, or after the procedure? - surgeon noted she perforated the bladder during the procedure.